Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed its e-field immunity test and when the cable was temporarily replaced it was determined that the cable was the source of the failure. It was further noted that the cable was twisted, the lens was cloudy and the rubber portion of the label was starting to peel away. The head was being sent on for repair and reallocation. (B)(4)

Event description:
It was reported that the radiofrequency programmer head originally returned as a trade-in device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.